Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number ppmjbd /pdp9334h40, and no non-conformances related to the reported complaint condition were identified. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 g/m

Event description:
It was reported that the patient underwent lap appendectomy on an unknown date and suture was used. The needle broke during lap port closure when the surgeon pulled the needle out. Part of the broken piece was left in the patient and required xray to take out the broken piece. No broken part was left in the patient after it was taken out. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 03/15/2021. Additional h6 component code: g07002 - reported condition not confirmed. Additional h-3 summary: photo analysis: visual analysis of the pictures received determined that an opened box of product code pdp9334h could be observed in picture. The second picture shows a breakage needle at the swage part held by a needle holder. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Representative samples analysis: visual analysis of the returned sample determined that three unopened samples of product code pdp9334h were received for evaluation. Visual inspection of three unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. No needle breakage was observed on the body, tip, or swage area. The sutures were dispensed without problems and examined along the strand and no defects were observed. Also, the sample was tested by resistance test to the needle and met the requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.